Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The rep called and stated that the valve was implanted in 2001. The right x-ray marker was missing. The x-ray/picture was reviewed and indicated that the cam separated from the base plate. The valve is being returned for evaluation. Valve was replaced with a micro valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator and the x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion on the edge of the stator and the x ray dot was observed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(4). The root cause of the stator dislodgement could not be clearly determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.